Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 560 mg/dl. At the time of incidence. Customer's current blood glucose level was 70 mg/dl. Customer reported that they also experienced high and low blood glucose level day before incidence. The insulin pump and reservoir will not be returned for analysis.